Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins was discarded. No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that stimulation stopped working as well as before. Electrodes had high impedance. Troubleshooting was attempted but the device was explanted. It was reported that the event was resolved. It was noted that the patient was alive with no injury but the patient weight and medical history was asked but unknown. No further complications were reported.